Event description:
A us distributor contacted zoll to report that a (B)(6) year old male patient had a skin irritation under an electrode on this left side. The patient reported that it was a yellow puss filled irritation that was leaking fluid. A follow-up on (B)(6) 2015 indicated that the patient saw his doctor about the wound. The patient reported that he was ending use to avoid further irritation. There were no additional details known about the medical outcome of the irritation.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.